Event description:
The customer reports the tip broke off during surgery. Tip had to be removed from the pt. On (B)(6) 2010, customer reports via telephone there was not pt injury, and that this event took place 6-8 weeks ago. On (B)(6) 2010, family practice physician called to report that during the removal of a hard sebaceous oil gland on the external surface of the abdomen the tip broke off the scissor. The iris scissor was being used to probe and spread the tissue. He took the scissors out of the would, saw the tip missing - and easily removed the tip. He stated no potential for harm.

Manufacturer narrative:
The device involved in the reported incident has been rec'd for eval. An investigation has been initiated based on the reported info.